Event description:
It was reported that during an attempted implant, the physician experienced difficulties fixating the lead. The physician attempted to place the lead five times, but to no avail. The lead was removed and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The analyst noted that the lead was returned with the helix fully retracted. The helix was able to be extended/retracted within specification.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).